Manufacturer narrative:
On oct 16, 2023, additional information was received indicating the device was discarded post-explantation. The patient's date of birth was identified as (B)(6) 1963. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2023, additional information was received indicating the patient also experienced hematoma on the right side which required evacuation. The patient also reportedly believes the mammogram caused or contributed to the rupture of the devices. H6. Health effect - clinical code e2402: chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 27, 2024, additional information was received indicating the patient also experienced bilateral sensitive nipples, breast pain on the left side and impaired healing on the right side. The date of event was identified as (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation with mentor memorygel xtra breast implants 370cc and experienced bilateral rupture post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal on (B)(6) 2023. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 26, 2024, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the right side. Manufacturer¿s reference number: (B)(4).